Event description:
The customer reported that the unit continues to lockup. No pt injury was reported.

Manufacturer narrative:
The customer had questions about cost of service and availability of parts for the 9000 machine. The ge rep informed customer of service rates and lack of parts availability, customer canceled service call, and will contact sales about demo of 9900.